Event description:
It was reported that on (B)(6) 2026, "fibers were found inside the catheter." It was reported that the event occurred prior to use on the patient. The device was not used. There were no patient involvement and no adverse patient impact or injury associated with this event.

Manufacturer narrative:
(B)(4).